Manufacturer narrative:
The manufacturer previously reported section h1 as "malfunction" and should have been reported as "serious injury". Also, sections b2, h7 and h9 were missing from the previously submitted report and are included in this report.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused wheezing in a patient. The patient did receive medical intervention in the form of hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.